Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging the pump will not let them add segments for her basal rates, doesn't give the option (dashes) to add a new time. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed that the basal program had 12 basal rates programmed. According to the users¿ guide, 12 is the maximum number of basal rates that can be programmed in the basal program. During testing, the pump powered on normally. The pump completed a rewind, load, and prime sequence successfully. The pump was exercised for 24 hours with no issues. The pump was found to function properly. No defect was found with the pump on investigation.